Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a routine device change out it was noted that the left ventricular lead - that was non operational for 6 years exhibited and insulation abrasion. The lead was explanted. The patient was stable.

Manufacturer narrative:
Final analysis found an insulation abrasion at 80.5cm to 81.5cm form the connector pin and 83cm to 84cm form end of connector pin. The rc cable was exposed at both locations.